Event description:
The customer contact reported an inability to deliver medication through the clave port. The primary tubing set was primed with an unspecified volume of normal saline and loaded into the pump. A secondary tubing set was primed with an unspecified antibiotic and connected to the clave port on the "burette" of the primary tubing set. After the clamp of the secondary set was opened, the nurse noted that the secondary infusion would not flow. The secondary set was disconnected and the nurse attached a 10ml syringe of normal saline to the clave port. The nurse was unable to flush through the clave port and noted that the poppet of the clave was "pushed in making the port unusable." The primary tubing set was replaced and therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
H10: the device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. 100955665-01-00.